Event description:
A malfunction alarm identified as malf 12 was reported, and no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the customer with information to reset the pump, assisted them in doing so, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.